Event description:
It was reported that needle separation occurred before use with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the hub was detached too when removed the shield."

Manufacturer narrative:
H.6. Investigation: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached when the shield was removed. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle separation occurred before use with a syringe 0.3 ml 29ga 1/2 in. The following information was provided by the initial reporter, "the hub was detached too when removed the shield."